Event description:
It was reported that the casing for the battery device was broken and not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device contacts were corroded, failed a leakage test and the locking mechanism malfunctioned. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as october 4, 2005 in the follow up report. The device manufacture date has been updated as july 6, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.